Event description:
It was reported that this implantable cardioverter defibrillators (ICD) delivered 4 inappropriate shocks due to atrial arrhythmia with rapid ventricular response (rvr) and 1 burst of anti-tachycardia pacing (atp). Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating patient receiving six inappropriate shocks for supraventricular tachycardia (svt). Patient is continued to be monitored.